Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 tray submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there was cardboard debris found within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak foreign matter. It was reported by customer that, cardboard debris was observed in the tray, a foreign dark particulate was observed inside of a syringe in the tray and cardboard debris was observed within a syringe in the tray. Rcc received a complaint via email. Cardboard debris was observed in the tray. A foreign dark particulate was observed inside of a syringe in the tray. Cardboard debris was observed within a syringe in the tray. Product number: 309680, lot number: 4124318, 4157178.